Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the bottom of the vial was off a bit when they were changing the insulin. Customer shut down and restarted the pump and lost numbers and settings. Customer stated that the insulin did not click properly. Customer's blood glucose level was 188 mg/dl. Customer also received a motor position encoder error alarm. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and the displacement test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No motor error alarm was noted. No unexpected restart, display anomaly or reset was noted. No motor position encoder error alarm could be verified in the alarm history due to an erased history file. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.